Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the registered nurse (rn) it was clarified that the blood leak occurred within the first 30 seconds of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the end of the dialyzer where the fibers connect. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008k machine. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the registered nurse (rn) it was clarified that the blood leak occurred within the first 30 seconds of hd treatment. The fresenius 2008k machine alarmed appropriately with a blood leak alarm. The blood leak was described as being an internal blood leak that was visually seen at the end of the dialyzer where the fibers connect. Blood tests strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Corrected information: b.5.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the registered nurse (rn) it was clarified that the blood leak occurred within the first 30 seconds of hd treatment. The fresenius 2008k machine alarmed appropriately with a blood leak alarm. The blood leak was described as being an internal blood leak that was visually seen at the end of the dialyzer where the fibers connect. Blood tests strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.